Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed, as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the instrument is rejecting samples as llo, despite tubes filled correctly with a bd sedi-40. The following information was provided by the initial reporter: the instrument rejects the samples as llo despite the tubes are filled correctly. It also did not read qc results. The error repeated twice on different tubes, sockets 1 and 2.

Manufacturer narrative:
H.6. Investigation summary: bd received the instrument from the customer facility for investigation. The instrument was tested/evaluated and the customer's indicated failure mode for instrument rejects samples as llo with the incident lot was not observed as the instrument was functioning correctly, although it was explained that if tubes are significantly overfilled an error response can be generated. H3 other text : see section h.10.

Event description:
It was reported that the instrument is rejecting samples as llo, despite tubes filled correctly with a bd sedi-40. The following information was provided by the initial reporter: the instrument rejects the samples as llo despite the tubes are filled correctly. It also did not read qc results. The error repeated twice on different tubes, sockets 1 and 2.